Manufacturer narrative:
The insulin pump passed the displacement, prime, compromised force sensor system, and excessive no delivery test. There was no excessive no delivery alarm. The insulin pump was received with a cracked reservoir tube lip. (B)(4).

Event description:
The customer's family called in to report a no delivery alarm during a bolus attempt. The customer's blood glucose level was 287 mg/dl. The customer declined to troubleshoot. The customer could not recall any significant events leading to the alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.